Manufacturer narrative:
A review of the dhrs and inspection records was conducted and no similar concerns were found. A review of the complaints database was conducted and no similar complaints were found for the complaint lot number. An attempt to flush the returned device was made; however, resistance to flushing was experienced and the attempt could not be completed. Therefore, the leak could not be confirmed. The catheter tubing was reviewed under magnification and a slit was observed in the catheter tubing. Potential cause for the presence of the slit in the catheter and user-observed leakage is the application of undue force to the catheter. Some events which could apply undue force to the catheter include: flushing the catheter with excessive pressure, such as flushing with a syringe smaller than 10 ml, or applying pressure despite resistance when flushing. Using the catheter for high pressure mechanical injection. Advancing or removing the catheter despite experiencing resistance. The IFU includes the following guidelines to inform clinicians of these causes and mitigate the occurrence of breakage: "use a 10 ml syringe design to flush the catheter. Do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter." "Never use force to flush the catheter if resistance is met." "Never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing." "Never use the catheter for high-pressure injection. Syringes smaller than 10 ml and mechanical high-pressure injectors can generate pressures capable of rupturing the catheter." Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
PICC was placed (B)(6) 2016. PICC was pulled (B)(6) 2016 leaking.